Event description:
It was reported that during testing conducted at the manufacturer facility, the handpiece ran without user activation when the cable was being flexed. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the evaluation of the device, the contact pins in the potted trigger were found to be damaged, which is a probable cause of the device running without user activation.